Manufacturer narrative:
H3, h6: siemens completed the detailed investigation of the reported event and system. The investigation was performed based on expert discussions considering the complaint description, customer service reports, system history, and system log file analysis. Based on initial information, during an emergency procedure the message ¿no x-ray, tube too hot¿ was displayed on the monitor and x-ray release was not possible. As a result, the procedure was continued and finished using an alternative system. No health consequences were reported to this event. A power cycle, performed by the user, resolved the issue at hand. Unfortunately, both an on-site service intervention and the detailed investigation of the log files did not provide a clear picture of how this error occurred. The corresponding error message displayed to the user usually indicates intensive x-ray use or reduced/defective cooling. However, neither could be confirmed by the log file analysis. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an emergency procedure, the user reported that x-ray could not be released. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved.